Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and reported that the customer informed him that the event occurred when the iabp was powered on. The stm verified the alleged malfunction. The stm checked the motor control board and it was good. After the iabp warmed up the compressor speed began to vary and almost stall out. The iabp then alarmed electrical test fails code #50. The stm replaced the defective compressor and this resolved the malfunction. The stm performed calibration and functional tests and all operations were good. The iabp was then returned to the customer for clinical use.

Event description:
It was reported that at power up the cs300 intra-aortic balloon pump (iabp) generated an electrical test fails code # 51 alarm. There was no patient involvement or adverse event reported.